Event description:
It was reported that the customer had differences between the sensor glucose and the blood glucose readings. Customer's blood glucose level was 200 mg/dl. Customer stated that this happened yesterday too. Customer's sensor glucose reading was 60 mg/dl and the blood glucose level was at 158 mg/dl. Customer did not exhibit symptoms of low blood glucose levels. Customer's sensor glucose value was 68 and the suspend threshold limit was 71. Customer calibrates 4 times and sometimes he might do it twice or once per day. Customer stated that his was wearing it closer to the side and toward the back area. Customer was advised to monitor it since his sensor glucose reading went from a 68 to a 124 and customer got a predicted high. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).